Manufacturer narrative:
H.6. Investigation summary: a failure for no results was reported on a phoenix 100 instrument (p/n (B)(4), s/n (B)(6). The customer reported their instrument was not providing identification of organisms. A field service engineer (fse) arrived onsite to investigate. The normalizer panels were determined to be expired, the fse replaced the normalizer panels and uv lamps. The instrument was tested and returned to the customer in working order. The root cause is due to using the instrument with expired normalizer panels. This is a unconfirmed failure of a bd product as samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside ot the one already described above. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached.

Event description:
It was reported that bd phoenix¿ automated microbiology system identification is not passing and it only happens with basils and cocci. The following information was provided by the initial reporter: it does not pass identification, it only indicates sensitivity and it only happens with basils and cocci.

Event description:
It was reported that bd phoenix¿ automated microbiology system identification is not passing and it only happens with basils and cocci. The following information was provided by the initial reporter: it does not pass identification, it only indicates sensitivity and it only happens with basils and cocci.

Manufacturer narrative:
D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.